Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt while filling the cartridge with insulin using multiple syringe needles. The needle was changed to resolve the issue. Customer's blood glucose was within range (no value provided).